Manufacturer narrative:
(B)(6). The device was not received for evaluation, however a picture was received. During the visual inspection of the provided photo, blood in the dialysate side of the product was observed. No blood on the outer side of the product was visible. The reported event of external leak was not confirmed. An internal leak was confirmed. The cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leakage occurred on a polyflux 140h during patient treatment. There was patient involvement but no patient injury and no medical intervention associated with this event. No additional information is available.